Event description:
Nerve stimulator not working. After changing battery, attempted to demonstrate equipment for teaching, found that nerve stimulator was not delivering ticks despite changing settings and electrode placement. Md made aware of inability to test tof on patient, requiring neuromuscular blockade meds. The device malfunction led to a delay in care and additional medication. No injuries to patient.